Event description:
It was reported that the device broke. The 100% stenosed target lesion as located in severely calcified and severely tortuous superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, this device was delivered together with a non-bsc guidewire and was able to dilate the lesion once. The shaft was then pulled upon trying to dilate the proximal part of the lesion. However, the device got separated and was tried to remove using a snare but failed. Consequently, the proximal part was dilated by a 6mm sterling and the balloon was released from being caught and was removed using a gooseneck. There were no device fragments left inside the patient as all parts were removed. The procedure was completed with a different device. No complications reported and the patient was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was received inside a sheath, with the guidewire protruding, the distal part of the balloon was protruding and appeared puffed as it was stuck on the distal end of the sheath. Device soaked in the water-bath at 37 degrees celsius to soften dried media to attempt to remove the device from the sheath and establish location of shaft break. When the device was removed, the balloon appeared squashed the whole length and was puffed at the distal end. A visual and microscopic examination observed no damage to the tip. The blades and markerbands were covered in blood and could not be assessed whether they were damaged or not. A complete break was identified at approximately the mid-shaft/hypotube bond. Only one section of the shaft (shaft polymer extrusion) was returned for analysis, the proximal section (hypotube and hub) were not returned for analysis. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system during withdrawal of the catheter, before the second inflation was attempted. No other issues were identified during the product analysis.

Event description:
It was reported that the device broke. The 100% stenosed target lesion as located in severely calcified and severely tortuous superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, this device was delivered together with a non-bsc guidewire and was able to dilate the lesion once. The shaft was then pulled upon trying to dilate the proximal part of the lesion. However, the device got separated and was tried to remove using a snare but failed. Consequently, the proximal part was dilated by a 6mm sterling and the balloon was released from being caught and was removed using a gooseneck. There were no device fragments left inside the patient as all parts were removed. The procedure was completed with a different device. No complications reported and the patient was good.